Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) exhausted anti-tachycardia pacing (atp) and shock therapy. Technical service discussed episodes and device operations. This ICD remains in service. No adverse patient effects were reported.